Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen cavity') and fallopian tube perforation ('perforation fallopian tube') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gained over 20ibs+"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, pelvic pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. In (B)(6) 2015 patient underwent dye test - unilateral occlusion (left tube occluded), perforation (fallopian tube). The patient did not have her essure removed, however, she is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received : previously reported event "injury to herself " updated to "pelvic pain/ pain", events- ¿migration of essure device location of device: abdomen cavity, fallopian tube perforation, pelvic pain, abdominal pain, weight gain ¿,reporter information, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.